Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 06/29/2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. It was reported that the patient was not wearing their hearing aid and did not hear an alert for a low on the g5 application. The patient was found slumped in his office and someone from the office called the paramedics. At the time, the patient's blood glucose (bg) level was reading 28 mg/dl. The patient was transported to the emergency room (ER) where he was given glucagon. The patient was observed for 3 hours and released the same day when his bg level was stable enough. Upon being released from the hospital, the patient's bg level was reading 90-100 mg/dl. At the time of contact, the patient was doing fine. There was no allegation against the dexcom system. Additionally, the patient stated that their metabolism was high and that they did not eat enough prior to the low event. The patient also stated that they were stressed which can cause their bg to go low. No additional or patient information is available.